Event description:
The customer stated there were nine bolus deliveries in the bolus history that she did not program. The customer stated her normal daily total amount of insulin is 49 to 69 units but on that day it was 118.5 units. The customer also reported a blood glucose reading of 486 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.